Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd conventional needles needle pierced the needle cover. The following information was provided by the initial reporter, translated from french to english: an anomaly has been observed on needle reference 300637. A production technician pricked himself while removing a canula from its packaging. The canula had punctured the plastic protection inside the packaging. After checking our stock, it appears that this canula is the only one with this defect.

Event description:
No additional information.

Manufacturer narrative:
To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture, the needle product had the cannula component crossing through the shield component. Based on the investigation results, this issue is related to a bent cannula and cannula embedded in the shield. It has been determined that these defects could be produced in the last step of the assembly machine, where the shield is assembled onto the needle. Due to a temporary issue with the assembly machine, the shield was incorrectly positioned, bending the cannula. Based on the preventive measures in place, we believe the probability of this defect is very low with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.